Event description:
Reporter alleged there were numbers and letters on the display screen of the blood glucose monitoring device. Reporter stated them trying to turn meter on, it was displaying an off and when removing the nose cover to clean the optics, the device began a counting sequence. Reporter didnot provide any treatment info and no controls were mentioned being used. A request was made for the return of the suspect device and replacement product was sent.